Event description:
It was reported the patient was recently reprogrammed and had a feeling of ¿hot¿ under their skin where the implantable neurostimulator is. Additional information received reported the patient still had concerns regarding their device or therapy, but were working with their healthcare professional or manufacturing representative. It was noted the patient had appointments on (B)(6) 2013. It was further noted that at the (B)(6) 2013 appointment, the manufacturing representative made more adjustments. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va08ezq, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).